Event description:
It was reported that the reduction forceps with points ratchet 130mm snapped during an unknown surgery on an unknown date. There was no negative impact to the patient. There were no delays in completing the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.